Manufacturer narrative:
An event regarding damage involving a hmrs cone impactor was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were returned for evaluation however visual inspection of the photograph provided indicates the screw and metal sleeve was separated from the body of the impactor. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant confirmed that the reported event of the screw present within the patient. Device history review: the device was manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there has been one other similar event for the lot referenced. Conclusions: x-rays provided confirmed the reported event. Without return of the device it is not possible to investigate the route cause of the reported event.

Event description:
It was reported that missing pin of the impactor was noticed after used in the surgery. X-rays shows the missing pin was in the patient. Therefore, the surgical site was opened again and removed the screw from the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Hospital disposed of device.

Event description:
It was reported that missing pin of the impactor was noticed after used in the surgery. X-rays shows the missing pin was in the patient. Therefore, the surgical site was opened again and removed the screw from the patient.